Event description:
Breakage of biorci ha screw during surgery. Surgeon attempted to insert an interference screw into the femoral site. When halfway inserted, screw broke longitudinally. Smith & nephew sales representative was in surgery at the time of the event. The surgeon reported that the screw was difficult to insert, and that the bone was hard. The screw was removed and surgery was successfully completed with a metal interference screw.